Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("neither of my coils are in the my tubes. One appears to be stuck to the muscle area of my side right tube under my ribs the other is right by my spine higher up/ neither of my coils are in the my tubes .one appears to be stuck to the muscle area o") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, device dislocation, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one neither of my coils are in the my tubes. One appears to be stuck to the muscle area of my side right tube under my ribs the other is right by my spine higher up were reported via social media: most recent follow-up information incorporated above includes: on 21-may-2018: content from other reportable, new reporter and event added in neither of my coils are in the my tubes .one appears to be stuck to the muscle area of my side right tube under my ribs the other is right by my spine higher up. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, pelvic pain and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.